Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a drainage of hematoma on the right arm. Apparently, a shock was delivered inappropriately after the patient had another procedure. Boston scientific technical services (ts) reviewed use of magnet and response. Additional information was not successful from the field representative. This crt-d has been explanted due to an unrelated issue. No additional adverse patient effects were reported.